Event description:
Six (6) days after the index procdure the patient complained of chest pain. Coronary angiography revealed thrombus present in the proximal end of the cypher stent implanted previously in the proximal circumflex. Balloon angioplasty was done with a quantum 3.5mm balloon at 14 atm for 30 sec. The patient was still in the coronary care unit (ccu) at the time of the report. The coronary angiography also demonstrated that the other three (3) previously placed cypher stents were patent. The physicn's comment regarding the probable cause of the sub acute thrombosis (sat) was because the cypher stent was implanted in the proximal circumfles was under-dilated because the stent implanted in the left main (lm) trunk was implanted using the stent crush technique.